Event description:
Additional information was received indicating that the deployment starting point on the first attempt was slightly above the pigtail catheter. Upon deployment, the left coronary cusp (lcc) was missed and the valve dislodged aortic. The valve was recaptured. On the second deployment attempt, the deployment starting point was level with the pigtail catheter. The lcc was missed again and the valve dislodged aortic. The valve was recaptured and on the third deployment attempt, the deployment starting point was slightly lower than the pigtail catheter. However, the valve dislodged ventricular. This occurred two more times before the valve was recaptured and withdrawn from the patient. It was noted that the valve was positioned at a depth of 3mm on the non-coronary cusp (ncc). A non-medtronic (extended cure lunderquist) guidewire was used during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-34; serial #:(B)(6); ubd: 2026-02-09; UDI#: (B)(4). Product ID: l-evolutfx-34; lot #: 0012072334; ubd: 2025-12-08; UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with minimally calcified anatomy, a large left ventricular outflow tract, and a 60 degree root angle, four deployment attempts to 80% were made. With each attempt, the valve was unstable and dislodged towards the aorta or the ventricle. Subsequently, the valve was recaptured into the delivery catheter system, withdrawn from the patient, and the procedure was aborted. No adverse patient effects were reported.